Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd phaseal¿ protector p14j leaked. This was discovered during use. The following information was provided by the initial reporter: the issue occurred at the end of october however customer forgot to report. Connected with a vial of panitumumab with assembly fixture. Leakage occurred when preparing. Leakage occurred when the hcp prepared other drug.

Manufacturer narrative:
H.6. Investigation: one sample was returned to our quality engineer for investigation. The product was visually inspected and the needle on the protector properly penetrated the rubber stopper, it was noted to be out of center causing damage to rubber stopper and aluminum cap. Functional testing was performed, liquid inside the syringe could move to the vial and back to the syringe without issue and no leaks were observed. Leakage testing is performed for all lots during manufacturing to ensure the quality of the membrane. As lot information for this incident was not available, a device history review could not be performed. Based on the investigation results, it was determined that the protector was not properly connected to the vial which resulted in the leak reported. The protector must be attached completely vertical. The m12 assembly fixture is recommended to ease the connection of the protector to the vial.

Event description:
It was reported that bd phaseal¿ protector p14j leaked. This was discovered during use. The following information was provided by the initial reporter: the issue occurred at the end of october however customer forgot to report. Connected with a vial of panitumumab with assembly fixture. Leakage occurred when preparing. Leakage occurred when the hcp prepared other drug.